Event description:
An original equipment MFR (OEM) reported that they found sixty two (62) rt132 infant breathing circuits that had "missing covers". The missing components were observed during the OEM's inward goods inspection, prior to pt use.

Manufacturer narrative:
(B)(4). Method: the devices were not returned to the MFR for inspection. An investigation was carried out based on the event description and a photograph provided by the OEM. Results: although we were unable to evaluate all of the samples that were reported to be missing "covers", the port cap was observed to be missing in the photograph provided by the OEM. A lot check was not performed as no lot numbers were provided. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted port caps. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. This was noted during the inwards goods inspection of an original equipment MFR (OEM). The OEM reprocesses and repackages this product before it can come into contact with the end user. (B)(4).